Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. A retention sample for the involved product code was evaluated. The velcro tapes, compression balloons and the belt components were dimensionally checked and confirmed to meet manufacturing specifications. The exact cause cannot be determined based on the available information. The case details seem to indicate that the involved patient may have been exposed to an excessive compressive force. However, there is no evidence that the reported event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: "depending on the patient's condition and the degree of balloon pressure, an adverse event including artery occlusion, hypodermic hematoma, hemorrhage, pain or numbness may occur. Check the progress of the hemostasis and adjust the air pressure accordingly." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported numbness during the use of the tr band device. Follow up communication with the user facility confirmed the following information: the actual tr band device was applied to the involved patient to arrest bleeding after a catheter procedure; during the application of the actual device on the patient, it was inflated with 18ml of air; then 2ml of air was removed from it per hour for decompression; the patient developed numbness and paralysis upon application of the tr band device; and the patient was still experiencing these symptoms after being discharged from the hospital.